Manufacturer narrative:
Device used in this event was discarded and is not available to be returned for evaluation. This report is a report filed to correct evaluation codes for mdr3007093114-2018-00007. Original submission had a note stating "must have valid device problem code".

Event description:
It was reported that during surgery the cannula popped off the syringe and went through the iris of the patient. It is reported to not have caused permanent damage.